Manufacturer narrative:
Final analysis confirmed the reported premature battery depletion but the root cause could not be conclusively determined. Lithium clusters were noted making it probable that it contributed to the reported premature battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion. On (B)(6) 2018 the device was successfully explanted and replaced. The patient was in stable condition before, during and post surgery.